Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported ", the internal battery indicator on the ac3 iabp back side panel was found not functioning even with fully charged internal battery signal shown on the monitor.". No patient involvement reported.

Manufacturer narrative:
(B)(4).UDI number unavailable as complainant did not report a valid lot number. The reported complaint of "the internal battery indicator on the ac3 iabp back side panel was found not functioning" is confirmed based on the attached picture. The product was not returned for investigation. The pictures show the battery charge led indicator, which is intended to illuminate once the battery reaches at least 80% charge, not illuminated and the ac power led indicator illuminated. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the indicator not illuminating. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported ", the internal battery indicator on the ac3 iabp back side panel was found not functioning even with fully charged internal battery signal shown on the monitor.". No patient involvement reported.